Manufacturer narrative:
The reported event was confirmed during functional testing of the returned quattro catheter (lot # 75725). Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. All lumens flushed as intended. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at the manifold. During manufacturing all quattro catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for information related to the reported complaint and there was (B)(4) similar complaint reported of the quattro catheter with lot # 75725. Ccr 39825 reported on (B)(6) 2018. A leak was found at the manifold/shaft area.

Event description:
During ivtm therapy, approximately 21 hours of rewarming, the thermogard console displayed a saline alarm and the user observed the saline bag was empty. Upon further inspection, the user observed fluid on the patient's bed. The quattro catheter was removed and ivtm therapy was discontinued since treatment was completed. User was able to clear the saline alarm. No known impact or patient consequence was reported.